Event description:
It was reported that the patient developed moderate left arm swelling due to a deep venous thrombosis post implant. A compression bandage was applied and the patient was given anti-coagulant medication. The leads and device remain in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.